Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however a photograph of the sample were provided for evaluation. The photograph was visually inspected and a broken occluder leg beneath the twist clamp was observed. An internal leak through a closed twist clamp occurred. No external leakage was observed. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a breakage of the twist clamp on a minicap transfer set, which resulted in a leak of iodine into the transfer set line. As a result, the patient used a clamp to prevent it from coming back toward the patient. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.